Event description:
It was reported that a health care provider (hcp) was updating a pump and in the middle of doing so pulled the telemetry head off the pump early. The hcp then interrogated the pump again and the pump had stopped for thirteen minutes. No therapy changes or concerns were reported. The device system had been used to deliver baclofen. Two days later it was reported that the pump was restarted and the patient was having no problems.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).